Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and did not like the way it seated in the patient's eye. The lens was removed and the back up lens was implanted without any patient injury. The reporter stated there was not a problem with the lens but a doctor preference.

Manufacturer narrative:
.